Manufacturer narrative:
D2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after they experienced a blood glucose (bg) level of 46 mg/dl; cause was not known. Customer was treated with a glucose drip to address the low bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A system check were performed that confirmed the pump was functioning as intended. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, and insulin.